Event description:
Boston scientific received information that during explant of this pacemaker for normal battery depletion (nbd), the physician noticed the header was separated from the pacemaker. There were no issues during pre procedure interrogation. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a [separated/loose] header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.